Manufacturer narrative:
Additional information: patient gender and weight provided. Note, weight is an approximation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The analysis of the gantry motion controller was completed by medtronic personnel. Testing found that the gantry lost home and could not invalidate home when the unit was installed in a known operational imaging system. The rotor drive tractor analysis was completed by medtronic personnel. Testing found that the unit did not pass motor isolation testing and that internal brake wires were shorted at the cable connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry motion control unit and rotor tractor drive were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The components have been received by the manufacturer for evaluation. However, results are not available at this time. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a t12-l2 spinal fusion, it was reported that the imaging system could not perform 3d image acquisitions. It was reported that restarting the imaging system restored functionality and the site could perform image acquisitions. There was a reported delay to the procedure of 8-10 minutes due to this issue. It was later reported that the rotor had to be adjusted to a specific position to perform the desired image acquisition. There was no reported impact on patient outcome. No additional information was provided.